Manufacturer narrative:
The product and lot number have been requested. This investigation is ongoing.

Event description:
The user facility in france reported that during cataract surgery, there was an issue with the handpiece. It was reported capsular damage occurred and a vitrectomy had to be performed following the persistence of a corneo-vitreous membrane. The procedure was extended by about fifteen minutes.

Manufacturer narrative:
The handpiece was not returned for evaluation as it was discarded. A serial number was not provided; therefore, the sterilization and lot history records could not be reviewed. Due to the lack of photos, sample as well as additional information, the reported problem could not be verified, and the root cause could not be determined. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Correction: b5 was updated to reflect the details of this incident. It was clarified that the previously submitted information relates to the incident reported on 0001920664-2025-00023.

Event description:
The user facility in france reported that during cataract surgery, there was an issue with the handpiece. It was reported capsular damage occurred while using the aspiration probe. Additional information on the issue and event was requested but not received.